Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient started urinating blood and went to the hospital. Additionally, the patient reported that a mass in his bladder was found. Nevro had attempted to obtain additional information regarding the nature of the symptoms but was unsuccessful. There have been no reports of further complications regarding this event. Follow-up indicated that the patient is currently using the device to find effective therapy.